Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During a routine one (1) year follow up transesophageal echocardiography (tee) a thrombus was noted on the face of the closure device. The corrective action was oral antithrombotic medication. No further information was provided at the time of this report.